Event description:
Per the clinic, the patient developed a recurrent infection at the abutment site and subsequently was treated with oral and topical antibiotics in (B)(6) 2022 (specific date and duration not reported), however, the issue did not resolve. The patient was again treated with oral and topical antibiotics twice in (B)(6) 2022 (specific date and duration not reported). The patient was then treated with an injectable steroid in (B)(6) 2022 and underwent revision surgery with silver nitrate to the granulation tissue in (B)(6) 2022 (specific date not reported). Subsequently, the abutment was removed on (B)(6) 2022 and the abutment site was treated with topical antibiotics (duration not reported). Additional information has been requested but it has not been made available as of the date of this report.